Event description:
The customer observed falsely depressed architect hbsag results on a serum sample for one patient. Historically the patient has been reactive since july with results rising from 0.05 to 1.48 iu/ml. The following data was provided: serum sample: on (B)(6) 2022 initial result (lot 34005fn00) = 0.01 iu/ml (reactive), rebio anti-hbs result was <3.0 miu/ml. Plasma sample was sent to another laboratory (for troubleshooting) and tested on an architect: on (B)(6) 2022 initial result = 0.18 iu/ml (reactive). Additional laboratory data was provided: anti-hbc = 0.65 s/co, hbv dna = 14.16 (positive) additional repeat data was provided by the customer: the following samples were repeated on (B)(6) 2022 with lot 39393fn00: on (B)(6) 2022 collection = 0.01 iu/ml, on (B)(6) 2022 collection = 0.04 iu/ml, on (B)(6) 2022 collection = 0.42 iu/ml, on (B)(6) 2022 collection = 1.48 iu/ml. The following plasma sample was repeated on (B)(6) 2022 with lot 39393fn00 on (B)(6) 2022 collection (plasma sample) = 0.01 iu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 4p53.

Manufacturer narrative:
The complaint investigation for false nonreactive architect hbsag results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, in-house sensitivity testing, and literature review. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformances, potential nonconformances, or deviations with lots 39393fn00 and 34005fn00 and the complaint issue. The overall performance of the architect hbsag reagents was reviewed using field data from customers worldwide. The median population result for lots 39393fn00 and 34005fn00 is comparable with all other lots in the field and falls within established baselines, confirming no systemic issue for the lots. In-house sensitivity testing using a retained reagent kit of lot 39393fn00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Testing was not performed for lot 34005fn00 as the lot has expired. Labeling was reviewed and sufficiently addresses the customer's issue. In this case the patient tested positive for hbv dna. Occult hepatitis b virus (hbv) infection is diagnosed when an hbv dna test is positive, but hepatitis b surface antigen (hbsag) is undetectable. Review of the publications, h. W. Reesink et al., ¿occult hepatitis b infection in blood donors¿, vox sanguinis (2008) 94 , 153¿166 and michael torbenson et al., ¿occult hepatitis b in hcv+¿, lancet infect dis 2002; 2: 479¿86, occult hbv infection (obi) may represent acute infection in the window period, hbv tailend of chronic hbv infection, persistence of replication at low level after recovery in the presence of anti-hbs, or occurrence of an escape mutant in vaccinated or unvaccinated individuals not detected by current hbsag assays. Based on our investigation, no systemic issue or deficiency with the architect hbsag reagent for lots 39393fn00 and 34005fn00 was identified.